Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service tech (fse) was dispatched to investigate. The fse states the pneumatic module was leaking. After replacing the pneumatic module, the unit functions normally. All safety and functional tests passed. The unit was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and failed to inflate automatically and could not be use . The cardiosave was replaced. There was no patient harm or injury reported.